Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal protector p21 multipack leaked between the protector and the vial. The following information was provided by the initial reporter: "we had a leak last week with a p21. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal protector p21 multipack leaked between the protector and the vial. The following information was provided by the initial reporter: "we had a leak last week with a p21. "

Manufacturer narrative:
H6: investigation summary: no samples or photos were received for investigation. A device history review was performed for lot 2004119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fit correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2004119 and found no problems related to the reported event. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that bd phaseal protector p21 multipack leaked between the protector and the vial. The following information was provided by the initial reporter: "we had a leak last week with a p21."